Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose over 400 mg/dl after replacing a steel 6 mm contact/detach infusion set; troubleshooting included guidance to replace the infusion set and cartridge, resume insulin therapy, and monitor glucose, with subsequent follow-up confirming regulation. Symptoms included hyperglycemia with device alerts for prolonged high glucose. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no assistance required, and no acute health effects. Investigation included user interview, product use review, and troubleshooting. Investigation of this case revealed an infusion site absorption issue likely related to scar tissue, with no device malfunction reported and therapy restored after site and cartridge change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.